Event description:
New information states that on (B)(6) 2017, previously recommend programming changes were made.

Event description:
It was reported that the asymptomatic patient presented to the clinic where several episodes of non-sustained rv oversensing were observed due to possible post-paced t-wave oversensing. Programming changes were recommended. Patient did not have any symptoms at the time of the recorded episodes. No further information available.